Event description:
Per the customer, "there is intermittent dvi flickering on all three 21 in ve monitors, not simultaneously. All three monitors were intermittently losing laparoscopic image for a second with screen turning black. Instruments were inside patient abdomen. Image would reappear. Happened several times throughout the day. Staff continued to work with issue for remainder of day. Biomed rebooted infinity at end of day and seemed to help temporarily. Intermittent, were using sdc ultra." No patients were adversely affected.

Manufacturer narrative:
Patient information (patient identifier, age, weight, sex, etc.) Has not been submitted in this initial report. Follow-ups are being made for this information and once available, it will be submitted in a supplemental report. Device manufactured date has not been submitted in this initial report. It will be submitted in a supplemental report. This product does not have an expiration date. The device in question was evaluated in the field. The actual device that failed was evaluated. It is suspected from this evaluation that faulty dvi components (potentially the optical extender or dvi boards) was the root cause of this failure. A CAPA will be opened to further understand the root cause and appropriate corrective actions for this issue.